Event description:
The initial reporter stated they received discrepant results for two patient samples tested with mg2 magnesium gen.2 on a cobas 8000 c 502 module. No incorrect results were reported outside of the laboratory. The first patient sample initially resulted in a magnesium value of 6.19 mg/dl. The sample was repeated twice, resulting in values of 2.96 mg/dl and 2.37 mg/dl. The 2.37 mg/dl value was reported outside of the laboratory to medical personnel. The second patient sample initially resulted in a magnesium value of 3.70 mg/dl and repeated as 2.23 mg/dl. The 2.23 mg/dl value was reported outside of the laboratory to medical personnel. The magnesium reagent lot number was 596601, with an expiration date of 30-sep-2023.

Manufacturer narrative:
The field service engineer adjusted the gear pump and rinse levels. It was determined that the system detergent dispense was low, so a detergent valve was cleaned. A sample probe syringe seal was replaced. It was also determined that carry over wash cycles required for the magnesium assay were not set up properly on the analyzer. The investigation determined the service actions resolved the issue.